Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Two mitraclip xtw (lot: 30717r1068 and lot: 30720r1022) were implanted successfully, reducing mr to grade 1. The patient presented on (B)(6) 2025 with dyspnea. Echocardiogram was performed which xtw (lot: 30717r1068) was observed to have detached from the anterior leaflet (single leaflet device attachment (slda)). Tissue damage was also observed. Mr was recurrent grade 2-3. No intervention has been performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and tissue injury were due to patient anatomy. The reported recurrent mr was a cascading effect of the reported slda and tissue injury. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation, dyspnea, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.